Event description:
It was reported the customer had a failed selftest alarm on their insulin pump. The customer also reported experiencing high blood glucose and had to change their infusion set two times. Customer's blood glucose was 231 mg/dl. It was also found the failed selftest alarm occurred after the customer delivered a temp basal. Troubleshooting found the customer was able to deliver a bolus. The correct bolus amount was also recorded in the bolus history. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.